Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having to change his pump¿s batteries more frequently and that the customer was hospitalized. The caller believes that the hospitalization was due to the pump¿s battery issues. She said that she changed the customer¿s set and forgot to check him two hours later to see if his blood glucose was high. The caller said that the meter read over 600 mg/dl and by the time the paramedics go to the customer, his blood glucose was 565 mg/dl. The caller declined troubleshooting for the customer¿s high blood glucose. The customer was taken to the hospital by paramedics on (B)(6) 2017 around 7:00 am with a blood glucose of 565 mg/dl. He had symptoms of nausea and was throwing up dark fluid. Once at the hospital, he was treated with an insulin drip and IV fluids. The customer was wearing the pump at the time of the hospitalization. The pump is not returning for analysis.